Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button was missing. The cause of the non-functional response buttons is the missing rear response buttons. The root cause of the missing rear response button is physical abuse. No adverse event resulted from the missing response button.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.